Event description:
It was reported patient experienced pain at the ipg site and ineffective stimulation. Investigation was unable to identify which lead attributed to the issue. Surgical intervention was undertaken wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10281325. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10281325.